Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2008. No click sound was heard when connecting the ventricular lead using the screwdriver. Since tests showed normal operation of the pacemaker (proper ventricular pacing was confirmed on ECG), this device was implanted to the pt. No problem was observed at atrial level. After implantation, communication errors were observed with the programmer. Next interrogation was successful.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united stated. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Other: labeling reviewed. Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in mfg to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and add'l instructions to ensure the wrench was fully inserted. These add'l instructions have been included in the newest reply instructions for use (section 5.5 for reply dr IFU). The added inspection step became effective with sterilization lot 2317; the device involved in this complaint was manufactured before this sterilization lot (lot no 2310). This case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary. The reported telemetry problems were also analyzed; complete loss of communication were confirmed through the log files of the programmer, suggesting a bad head position (reportedly, the leds were also off, which also indicates that the programmer head was not positioned over the implanted pacemaker).